Event description:
Patient was undergoing embolization of ica aneurysm with penumbra 400 coils and a coil broke while being placed. The tip of the catheter was not visible inside the coil mass and physician was unable to determine of coil prolapsed before breaking. The remainder of the coil was pushed into the aneurysm without consequence.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device implanted in patient.